Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on device history record review. The following sections of this report have been updated: corrected h6 impact code, clinical code, device code, and investigation conclusions the valve was not returned for evaluation as it remains implanted in the patient and there was no allegation of device malfunction. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9-1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. As reported, the internal diameter of the 23 sapien 3 was measuring 18.5. It was stated that the under-deployment of the valve may have been affecting the leaflet coaptation, resulting in the increased gradient. It was confirmed that the patient was brought back 7 days post-op for a post-dilation reducing the mean gradient to 2mmhg and tee gradient of 3 mmhg. The patient was stable at end of the procedure. Under deployment valve is described in the labeling. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by a field clinical specialist, a patient received a 23mm sapien 3 valve. Intra-operatively invasive hemodynamics were performed with a mean gradient of 4.3. Angiography found no ai or pvl and optimal height and depth of implant (80/20). The patient was stable end of the procedure. Three days post-op, the valve exhibited a mean gradient of 30mmhg and the appearance of frozen leaflet on tte. It was determined by the cardiologist on echo that the internal diameter of the 23mm sapien 3 was measuring 18.5mm and it was determined the valve was under deployed. The under-deployment of the valve was determined to be affecting the leaflet coaptation, resulting in the increased gradient. The patient was brought back 7 days post-op for a post-dilation with a 23mm commander delivery system. The 23mm sapien 3 was fully expanded, reducing the mean gradient to 2mmhg and tee gradient of 3 mmhg. The patient was stable at end of the procedure.